Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the surgeon stated that the angio-seal did not cause the occlusion. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal device instructions for use (IFU) also instruct the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.

Event description:
It was reported that an angio-seal was placed in the right common femoral artery, (rcfa) and hemostasis was achieved. One-two hours post procedure, the patient complained of a cool painful leg and pedal pulses were absent. An angiogram was done using a contralateral approach and an occlusion was found at the site where the angio-seal was placed. The patient was assessed by a vascular surgeon and then taken to surgery. The physician performed a cutdown and found a large amount of atheroma in the affected common femoral artery. An endarterectomy was performed, the angio-seal removed, and the vessel wall was patched. Pulses were restored and the patient is now doing fine. The surgeon explained that angio-seal was not the cause of the occlusion because there was only displaced plaque in the artery and no collagen. The groin shot was reviewed and a large amount of plaque was seen in the rcfa. The criteria for patient selection and using an angio-seal were reviewed with the procedural physician.